Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient has had therapy issues with their second stimulator, the therapy results were not the same and they had working with the healthcare provider and several representatives regarding programmer but continued having insufficient therapy results. The patient stated if they turned the stimulation up too high it felt like a bladder infection, if they turned it down they ¿got nothing,¿ got leakage, and couldn't have a bowel movement. The patient mentioned the healthcare provider thought the patient had ¿done something¿ to the wire because when they checked the stimulation the healthcare provider discovered the wire was in an ¿s form.¿ it was noted that this was discovered the 1st or 2nd week after implant. The patient was redirected to their healthcare provider to discuss symptoms and programming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they had their device checked on 2018-oct-05 and a manufacturer's representative was there. The caller also clarified the report that they thought something happened to the lead by reporting that they had an x-ray on 2018-oct-09 that showed the lead had moved. The caller reported that the circumstances that led to the lead issue were not known, the patient was totally unaware of anything that could have caused it and they didn't understand why the "thing migrated." It was reported that ins not providing sufficient relief had not been resolved. The patient had visits on october 9th, october 17th, november 2nd and a follow up visit was scheduled for december 13th. The caller stated that on november 2nd the patient received 3 new programs and the first 2 have had no influence at all. The caller stated they would first increase to feel stimulation then if no results they would go p a little or even down a little to see if they had overstimulated, but so far there had not been a desired impact. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's spouse: the patient's spouse stated the patient has followed up twice with the hcp but still did not have answers, and would be working with the nurse practitioner on the next visit. The spouse clarified that the patient/spouse have no idea what the "lead being formed into an s shape" noted in the previous report meant as this was not stated by the patient. No further complications were reported.